Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155612.

Event description:
Voluntary medwatch received states that patient's lead exhibited oversensing. Insulation damage was suspected. The patient status was unknown.